Event description:
Additional information received indicates that patient experienced ineffective therapy due to the high impedances.

Event description:
It was reported that impedance check revealed high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.